Manufacturer narrative:
Date of event and implant date are approximated since unknown.

Event description:
It was reported thrombus occurred on the closure device. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During the three month follow up, thrombus was noticed on the closure device. The patient was prescribed apixaban and later low molecular weight heparin when she started having gastrointestinal bleeding and the thrombus has resolved. It was further reported that the laa was completely sealed post procedure. The thrombus was large on the central hub of the closure device. It was also noted the patient had a tia.

Manufacturer narrative:
Date of event and implant date are approximated since unknown.

Event description:
It was reported thrombus occurred on the closure device. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During the three month follow up, thrombus was noticed on the closure device. The patient was prescribed apixaban and later low molecular weight heparin when she started having gastrointestinal bleeding and the thrombus has resolved.